Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the unit has an error code of machine and proximal pressure sensors failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Updated.

Manufacturer narrative:
Corrected. The customer replaced the v60 data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit to resolve the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
Customer reported the unit has an error code of machine and proximal pressure sensors failed. The customer stated there was no patient involvement at the time of the reported issue.